Event description:
The customer reported that there was no image on the left screen and no x-ray. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. Some connector pins were replaced. The system was then found to be operating as intended.